Manufacturer narrative:
Reported event: an event regarding revision due to deterioration (damage) involving an unknown stem was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the exact cause of the event could not be confirmed due to a lack of information. Further information such as device details, product return, x-rays, medical records, operative reports, and patient history are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time due to a lack of provided information. If devices and / or additional information becomes available, this investigation will be reopened. Not returned to the manufacturer.

Event description:
Early dislocation at night following surgery ((B)(6) 2017). Revisited on (B)(6) 2017 with test of different cotyles, difficulties to obtain a good quality on a sclerotic bone, badly vascularized, to finally obtain a stable hip. It was also necessary to remove the femoral prosthesis which had deteriorated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Early dislocation at night following surgery ((B)(6) 2017). Revisited on (B)(6) 2017 with test of different cotyles, difficulties to obtain a good quality on a sclerotic bone, badly vascularized, to finally obtain a stable hip. It was also necessary to remove the femoral prosthesis which had deteriorated.